Manufacturer narrative:
Wide spread corrosion damage within the internal components was identified as the probable cause of the failure. The corrosion caused the components to stick together; this can result in friction causing excessive heat production.

Event description:
The core micro drill was sent in for evaluation because it was overheating during testing. There was no patient involvement; no adverse event was associated with the device.